Manufacturer narrative:
All the buttons functioned properly and no button error alarm or moisture damage on keypad traces noted. The insulin pump was received with motor error alarm during occlusion test due to faulty force sensor. Motor passed motor test. The insulin pump had cracked display window and scratched lcd window.

Event description:
Customer reported that she had high blood glucose of 437 mg/dl. Customer stated that her insulin pump is alarming motor error and the drive support cap is flush. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed.